Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is not connecting with the clinician programmer. An xray was taken to make sure the ins wasn't flipped. Surgical intervention is planned. There are no patient/external/environmental factors that contributed to this issue. The issue isn't resolved at the time of this report. No symptoms were reported.

Event description:
Additional information was received from the rep that surgical intervention has not yet taken place. Surgery is planned and the ins will be returned following the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's programmer is not connecting with their implant, so the clinician programmer was tried. The clinician programmer was also not able to connect to the implant. Additional information was received from the manufacturer representative (rep) that surgical intervention on the ins is planned but a date has not been decided. The ins is not flipped. The rep and physician are planning to open the ins site and try to connect the ins directly with the programmer. The issue has not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient's last visit with the physician, before the development of the communication issue, was on (B)(6) 2023. The voltage on both sides was increased for worsening of tremor at that time, left subthalamic nucleus (stn) increased from 2.3 to 2.5v and the right stn 2.3 from 2.7v. The frequency was 130 hz and pw was 60 microsec. The symptoms improved. After reaching home, in last week of (B)(6) 2023 or 1st week of (B)(6) 2023, the patient's son tried to reduce the voltage of the right stn from 2.7 to 2.5v as she had dyskinesias. The monitor of the programmer showed the voltage but they could not reduce it. The patient's son removed the programmer from her chest, turned the programmer off and back on, and tried to communicate again. The communicator could not connect to the ins. There was no specific error message. The patient's son thought that it was a problem with the programmer. The ins was not expected to be at eri; the patient was on a low-intensity stimulation, and the ins had been implanted for 2 years at the time of this issue. No falls, trauma, surgical interventions, MRI or any other antecedents prior to the event. A chest x-ray did not find anything abnormal. The lead is properly coiled behind the ins. The ins does not move within the pocket. There are no signs of infection, redness or swelling. There are no emi sources around that could interfere with the telemetry. The patient was doing fine for around 4-5 months after the event occurred. The patient started developing worsening of gait and postural stability in (B)(6) 2023, around 5 months after the ins stopped responding and became undetectable. She also started having approximately 2 falls per week since the last week of (B)(6) 2023. Currently the patient is using a wheelchair and under constant supervision ¿ therefore no additional falls. There is no acute worsening of parkinsonism and examination shows no significant limb rigidity. However, there has been some subacute and insidious worsening of axial motor functions over past 3 months. She had a fracture of vertebra (t12) following fall in (B)(6) 2024- conservatively managed. She has significant postural instability now and is on wheel chair. The physician suspects a technical defect with the ins, cutting off communications. The patient's previous primary cell ins remained functional for 6 years with the same settings. The physician does not believe the active and affected implant would be at eos as it was implanted in 2021. The physician believes that the ins is still working. An ECG and emg was taken for the patient and artifacts were detected so the rep suspects the device is still on. A connection is still not able to be established.